Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under the contrast button. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately. The keypad was removed and evidence of contamination was found under the contrast button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).